Manufacturer narrative:
Pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and motor test. No unexpected motor error alarm noted during testing. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit passed the delivery accuracy test. Pump was received with corroded battery tube, broken battery tube threads, cracked reservoir tube window and minor scratched lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called and reported that they received emergency medical assistance 2 or 3 times in the last few weeks, due to low blood glucose. Customer had blood glucose of 45mg/dl on (B)(6) 2017, 48 mg/dl on (B)(6) 2017, and 10 mg/dl on another occasion at the time of the incidents. Customer was at 67 mg/dl on (B)(6) 2017. The customer was at 351 mg/dl at the time of the call and treated with a bolus. The customer was given breakfast and intravenous fluids to treat for the 67 mg/dl low. The customer experienced symptoms such as sweating and shaking. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer believes that the pump is over delivering insulin sometimes. Customer also complained about battery longevity issues. The insulin pump will be returned for analysis.